Event description:
It was reported to philips that a device in an emergency room will not defibrillate on a patient and has a red x blinking. The device was in use on a patient, however there was no adverse event to patient or user.